Event description:
It was reported that infection issues occurred with resterilization and reuse of some boston scientific devices. The results showed a reassuringly low incidence of infection among patients with reused devices. It was reported that during follow-up, 21 infections (2.0%) occurred among patients with reused devices and 38 (1.2%) occurred among patients with new devices. No additional adverse patient effects were reported.